Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: no defect was found. Review of alarm history shows one occlusion alarm on (B)(6) 2014. Pump was exercised for 24-hrs on with no ¿occlusion¿ alarms duplicated. Pump was manually occluded during testing and displayed an "occlusion alarm" message on the screen along with vibrate and audible features occlusion feature found to be functioning properly. Force sensor test verifies force sensor detecting correct force at 5 lbs. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump passed flow accuracy testing and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump had failed to emit an occlusion alarm and the patient has a blood glucose greater than 500 mg/dl. The patient has lost confidence in the pump. This complaint is being reported because the alarm issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.